Manufacturer narrative:
A correction MDR is being submitted as the device model number has been changed due to imagery that was provided and reviewed. Update to d1, d4 and h6. Correction to h6; component code, device code, type of investigation, investigation findings, investigation conclusion. The sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided and showed that the valve frame struts appeared fractured at the outflow and the valve frame was deformed. The following instructions for use (IFU) were reviewed: s3 transcatheter pulmonary valve system with alterra adaptive prestent. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event for valve strut fracture was confirmed based on the provided imagery. A review of complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. As reported, "potential s3 frame fracture. I was contacted by the site radiologist on august 10, 2023, of a potential frame fracture of a s3 valve frame. Alterra with s3 was implanted "late march 2023". The sapien 3 transcatheter heart valve (thv) was designed and tested in cylinder shape. If the thv was deployed asymmetrically, it could lead to the uneven stress distribution on valve frame, and the uneven stress on the frame over the time could result in strut fracture. It may also be related to patient factors, such as anatomical changes over time leading to force/stress exerted on the valve. However, no patient information was provided. Per provided imagery, the frame appears to be deformed. If the thv was deployed asymmetrically, the valve can be constrained, which may lead to frame deformation. In this case, available information suggests that procedural factors (asymmetrical valve deployment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : not returned.

Event description:
As reported by the site radiologist, there was a potential frame fracture of a sapien 3 valve inside an alterra prestent. At this time the only information provided was that the alterra with s3 was implanted "late (B)(6) 2023". Follow-up attempts are being made for additional information. No patient demographics were provided.